Event description:
On post operation follow up, it was noticed that the plate was broken. The procedure had to be revised.

Manufacturer narrative:
The investigation showed that the plate broke in a low cycle fatigue mode by exceeding the material strength after a few cycles under very high forces. Investigation with sem showed on the fractured surfaces appearance of a low cycle fatigue rupture. Evidence of forced rupture and secondary cracks were visible. Furthermore, at places swinging lines of a fatigue breakage were also visible. The root cause for the reported event can be attributed to a powerful dynamic overload in the fractured area of the plate. Lastly, it was also found that the device was used for an off-label indication. Based on statistical evaluation no indication were found for any design, material or manufacturing related problems.